Manufacturer narrative:
The lot # has been provided. A review of the device history records was performed. The lot met all release criteria, meaning that no issues were noted during the mfg process or quality control inspection. This is the only complaint to date for this lot #. The complaint sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter could not be retracted through the 5f introducer sheath. Both devices were removed as a single unit without harm to the pt. Another introducer sheath was placed and the procedure was successfully completed using an additional pta balloon dilatation catheter. No pt injury.